Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Periprosthetic fracture of left hip. Update 11/may/2020: spoke to rep. Patient's femur was fractured. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
This record is a duplicate of MFR#0002249697-2018-03166; therefore, this record is being canceled.

Event description:
Periprosthetic fracture of left hip. Update (B)(6) 2020: spoke to rep. Patient's femur was fractured. No further information will be released by the hospital or surgeon.